Manufacturer narrative:
H4: the lot was manufactured from february 24- february 28, 2023. H10: a photograph and the actual device was received for evaluation with 4ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The photograph was reviewed, and it showed droplets of fluid located on the interior wall of the infusor device. The droplets appeared to be condensation. Condensation is not a leak or a product defect. A functional leak test was performed, and no evidence of a leak was observed. Based on the evaluation result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked when hooked up to a patient for infusion. The device contained fluorouracil 4200mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.